Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the cause of the high impedances was not determined. The patient did not have any symptoms. The patient was changed to electrode 10 since there was no therapy being delivered with electrode 11. Impedances were tested at 0.7, 1.5, and 3.0v, but the results were the same. Therapy impedances were tested. The high impedances were not resolved and the patient was not receiving effective therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that following an implantable neurostimulator (ins) replacement, there was an open circuit on electrode 11. No symptoms, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.